Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 587 mg/dl. The customer declined troubleshooting due to being sick and wanted to take a rest. It was unknown that auto mode was used or not. Customer stated their blood glucose goes up when they get sick. The insulin pump will not be returned for analysis.